Event description:
The icp sensor tip remained inside the dura when the monitor lead was removed (in-situ for 56 hrs). The tip was not detected on x-ray/CT. No further treatment was necessary, the pt's condition was not affected.